Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was used but did not fire. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip didn't fire. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual inspection noted that the device was returned with the clip assembly stuck into the bushing. Microscope inspection found that the clip assembly bottom part was deformed. Media examination was performed on a photo of the device provided by the customer, and the device was inside its opened pouch without any visible problem. Functional examination was performed, and the handle did not have communication with the clip assembly. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of clip would not release was confirmed. Based on the returned device, it was found that the clip assembly was highly stuck with the bushing. It's likely that the amount of tissue grabbed was bigger than the clip could close, causing an excessive force to be applied to close the arms in order to activate them. However, due to the amount of tissue grabbed, the force was enough to detach the clip from the bushing but not enough to activate them. It is likely that once the clip was detached the customer attempted to reposition the clip into the bushing and the clip was incorrectly positioned, so further attempts were made to keep pulling back the clip, causing the control wire and clip detachment and the problem with deployment. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Then due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Also, the damages found on the clip assembly were caused most likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was used but did not fire. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip didn't fire.